Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose value was 119 mg/dl. Customer stated that when they tried to rewind the pump they got motor error. Customer stated drive support cap appeared normal. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The device will be returned for analysis.